Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: the heartmate ii system controller was evaluated regarding the reported event of a red heart alarm. The heartmate ii system controller was not returned for analysis; however, a log files were submitted for review containing identical events spanning approximately 23 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). There were no notable alarms in the log file. The log file did not contain any events that may indicate an issue with the system controller. Pump operation was not affected. Per information observed within the log file, the system controller was determined to have been unrelated to the root cause of the reported event. Alarms related to the performance of the pump are addressed in the pump investigation (reference MFR # 2916596-2021-03300). It was communicated in the reported event that the reported red heart alarms persisted after changing the controller. Multiple good faith efforts were sent asking for the serial number of the heartmate ii system controller and for the return status of the device; however, to date no response has been received. The serial number of the heartmate ii system controller was unavailable. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer report number 2916596-2021-03300. It was reported that the patient came into the clinic due to "red alarm" that occurred numerous times 1 month ago on the mobile power unit. The flow was at ---, rotations per minute were at 2000 and power was at 12 watts during the event. The patient changed their controller of their own accord but the alarms still continued. The equipment and driveline appeared to be in good shape. Log file analysis captured no unusual events in the file.